Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x32mm promus element¿ stent delivery system was advanced to the lad and the stent was successfully deployed. Post-dilation with a balloon was performed and a dissection was noted on the distal part of the stent. A 3.00x16mm promus element¿ stent was advanced and deployed overlapping the 3.00x32mm stent to cover the distal edge dissection. There were no further patient complications reported. The procedure was completed successfully and the patient condition was stable.